Manufacturer narrative:
No pt injury reported. A gambro technician inspected the machine and replaced the power supply since voltages were low.

Event description:
The customer reported that prisma machine reset from time to time.